Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second balance middleweight guide wire is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly tortuous and moderately calcified mid right coronary artery, the balance middleweight guide wire was advanced into the patient anatomy and crossed the lesion. A non-abbott dilatation catheter was then advanced into the patient anatomy and pre-dilatation was performed. After balloon deflation, an attempt was made to remove the dilatation catheter, but resistance was felt and it became stuck on the guide wire. The guide wire and dilatation catheter were removed from the patient anatomy. A new balance middleweight guide wire was then advanced into the patient anatomy, and a new same non-abbott dilatation catheter was advanced into the patient anatomy. Dilatation was performed, and after balloon deflation, resistance was felt as withdrawal was attempted and the dilatation catheter became stuck. The guide wire and dilatation catheter were removed from the patient anatomy. Dilatation was completed using another device. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned guide wires noted that the first guide wire was returned with blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. There were offset and overlapped intermediate coils proximal to the center solder causing the tip to be wavy. The second guide wire was returned with blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip coils were stretched distal from the center solder. There were offset and overlapped intermediate coils proximal to the center solder causing the tip to be wavy. The noted offset and overlapped intermediate coils and stretched tip coils are consistent with interaction with the lesion anatomy and/or with other associated devices as no damage was reported during inspection prior to use. The non-abbott over the wire catheter was returned with blood on the shaft and balloon and in the guide wire lumen. There was contrast on the shaft. The balloon was tightly folded. The proximal balloon taper was bunched distal to the proximal balloon seal. The shaft inner and outer member was bunched proximal to the proximal balloon seal. The outer member was stretched proximal to the proximal seal. Factors that may contribute to the inability to retract the balloon catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The outer diameter of the first guide wire was measured with a hole gauge and there was slight resistance due to the offset and overlapped intermediate coils at the center solder but the guide wire completely advanced through the hole gauge. The outer diameter of the second guide wire was measured with a hole gauge but the guide wire would not advance through due to the offset and overlapped intermediate coils. The first and second guide wires were attempted to be backloaded through the returned non-abbott catheter but the proximal end of the guide wires would not advance through the bunched inner and outer member of the catheter. The first guide wire was backloaded through a new nc voyager otw catheter straight and looped and there was no resistance noted. The second guide was backloaded through a new nc voyager otw catheter straight and looped and there was slight resistance noted at the offset and overlapped intermediate coils at the center solder. The tip of both guide wires were tugged on to confirm the core and shaping ribbon were intact. It is possible that the catheter met resistance during retraction over the guide wire due to the coagulation of blood and contrast on the guide wire and in the guide wire lumen of the catheter as evident on the returned devices as there was no difficulty advancing the catheter over the guide wire. The reported difficulty appears to be related to operational context of the procedure. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and no product identification was available on the returned product. Based on the investigation, there is no indication of a product quality deficiency.